Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate/ nor confirm the customer reported complaint. The endoscope had good images in both eyes and had no related errors found in the log. The endoscope had no errors at the qap system. Unrelated to the reported issue, the endoscope had a damaged desiccant container or loose desiccant ball and a damaged endoscope adapter (aea) or friction issue. These findings were attributed to misuse. A review of the endoscope logs associated with this event has been performed. Per logs, the endoscope (470027-64/899479) was last used on (B)(6) 2022 on system (B)(4). The endoscope had 1855 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: the xi endoscope was reported to have randomly started rotating during use. This unintuitive motion could result in subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope randomly started rotating. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate/ nor confirm the customer reported complaint. The endoscope had good images in both eyes and had no related errors found in the log. The endoscope had no errors at the qap system. Unrelated to the reported issue, the endoscope had a damaged desiccant container or loose desiccant ball and a damaged endoscope adapter (aea) or friction issue. These findings were attributed to misuse. A review of the endoscope logs associated with this event has been performed. Per logs, the endoscope (470027-64/899479) was last used on (B)(6) 2022 on system (B)(4). The endoscope had 1855 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: the xi endoscope was reported to have randomly started rotating during use. This unintuitive motion could result in subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope randomly started rotating. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up to obtain additional information. However, no further details have been received as of the date of this report.